Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03187. It was reported that the patient experienced a lead migration during a trial that began on (B)(6) 2018. The physician brought the patient in on (B)(6) 2019 for a new trial. While the physician was placing the new trial, the patient had a csf leak (mfg report reference: 1627487-2019-03185).

Event description:
Follow up information received that the explant date was (B)(6) 2018.